Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 54 and 46 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2016. Customer stated she has not had any changes in her diet. The meter memory was reviewed for previous test result history (date no set correctly): (B)(6). Customer tests on fasting;customer has not had any changes in the diet. The customer also stated that compares the meter to another true meter; manufacturer does not recommend meter comparison,manufacturer provide a booklet guide (IFU) with important information to have accurate results. No back to back test was done due to improper storage of the test strips.